Event description:
Medtronic received information that after implant of this bioprosthetic aortic heart valve, the patient developed complete heart block and required implant of a permanent pacemaker. No other adverse patient effects were reported.

Manufacturer narrative:
A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
This product is not approved for sale in the us, therefore does not meet the reporting criteria for MDR 3500a submission.